Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 300 mg/dl at the time of incident and 344 mg/dl at the time of call. Customer¿s other blood glucose level was down to 339 mg/dl. Customer was treated with bolus. Customer was using auto mode. Troubleshooting was performed for hyperglycemia. Customer declined to test on insulin pump. The insulin pump will not be returned for analysis.